Event description:
It was reported that during cleaning, it was observed that the hinge on the modular handpiece device, which opens and closes to insert the battery device, was missing the component that secures the pin on the hinge. During in-house engineering evaluation, it was observed that the device had an unexpected disengagement - battery/case/lid and component damage. It was further determined that the device failed pretest for general condition and check opening / closing of casing cover lid function. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in nov 2024. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device having an unexpected disengagement - battery/case/lid, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is use error.